Event description:
It was reported that the patient experienced pain due to inappropriate shocks. The implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to incorrect interpretation of atrial fibrillation (afib) as ventricular tachycardia (vt). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.